Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they their implantable neurostimulator (ins). Is to be replaced in about 10 days they stated that they are getting a replacement because they spend 5-6 hours a day charging their ins. They noted that after they go to the gym and increase stimulation, about 25% of the battery will be used within 2 hours because of the increased stimulation. The patient indicated that when they first had the ins implanted, it didn¿t run as high, so charging only took 3 hours. The patient also mentioned that they had heating while recharging, which began almost immediately after being implanted. They noted that they were charging in their car the tuesday prior to the report, and ¿the thing overheated¿, so they had to ¿take it off.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was a recharging allegation. They had to charge 3.5-4 hours a day which was ¿down from having to charge 6 hours a day¿ like before. Recharging took too long starting a week ago in 2017 so that patient had to split up their charge sessions. Per the consumer, they were able to get full coupling. The patient did not charge while they were walking around because the recharger since implant on (B)(6) 2017 would lose connection, loose coupling, and would stop charging. The belt did not work for this. The patient used adhesive discs. No patient symptoms were reported. No further complications were reported.